Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was found cracked before use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.